Manufacturer narrative:
(B)(4). Batch # p9387u. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the clips did not form properly, what clip formation they were in (unformed, malformed, scissored, etc.)? Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the advancer was found bent. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy the device would not form the clips properly and there was a crunching noise. The procedure was completed with an alternate like device with no patient consequences reported. There is no additional information.